Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2023-06025 and 3005099803-2023-06027 for the associated device information. During the procedure, an epic biliary stent was deployed; however, a "white band or material" was noted on the distal end of the stent causing the stent being unable to expand despite multiple attempts. A cannula and hurricane balloon were used to facilitate the expansion of the stent; however, the hurricane balloon was unable to advance. Eventually, the stent was able to expand and another epic biliary stent was deployed; however, the same issue occurred, thus, the stent was then removed with forceps. Subsequently, another epic biliary stent was deployed but the same issue was noted but was eventually able to expand after a hurricane balloon was used to break the "white band or material". Consequently, these problems prolonged the procedure to 45 minutes. The two epic biliary stents remained implanted and the procedure was completed. There were no patient complications reported as a result of these events.